Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced emesis (vomiting) approximately four days after the dexcom sensor was applied to the arm. During this episode, blood glucose (bg) levels were not manually checked. Both the dexcom receiver and mobile device displayed estimated glucose value (egv) high alerts. The patient was presented to the hospital. At some point following the high egv alert, a glucose test was performed. The dexcom cgm reported a reading of 69 mg/dl, while a blood glucose meter (bgm) showed a value of 445 mg/dl. The patient is currently using the beta bionics ilet bionic pancreas system. Due to the discrepancy and clinical presentation, the patient was diagnosed with diabetic ketoacidosis (dka) and received IV insulin therapy. The patient was discharged on (B)(6) 2025, after a hospital stay of less than 24 hours. He is currently reported to be stable and doing okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator before the patient went to the hospital. The reported glucose values fall within the d zone of the parkes error grid was taken in the hospital. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.